Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader was exposed to water and would not turn on. On (B)(6) 2019, as a result of fo the customer being unable to monitor their blood glucose, they suffered a loss of consciousness and was treated with glucose and blood pressure monitoring by an hcp. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the adc freestyle libre reader was exposed to water and would not turn on. On(B)(6)2019 , as a result of fo the customer being unable to monitor their blood glucose, they suffered a loss of consciousness and was treated with glucose and blood pressure monitoring by an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the fs libre reader was reviewed. The dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.